Event description:
It was reported that during implant, when the physician opened the box of the right ventricular lead that the lead distal portion appeared a little crooked. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. The analyst commented that the helix extends and retracts within product specifications.